Event description:
It was observed that during the device evaluation, the subject device exhibited noise in the image due to a faulty charge coupled device. There was no patient involvement.

Manufacturer narrative:
E3-non-health care professional; e2-no (noting due to system limitation). A device history review revealed findings/no issues that could have caused or contributed to the reported issue. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.